Manufacturer narrative:
The reported event of high capture threshold and high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. All damage observed during analysis was consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed an external abrasion that only breached the optim sheath caused by friction to a device or feature of the heart

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.